Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from a boston scientific field representative that a health care provider (hcp) reported the patient with this implanted device passed away after developing a device pocket infection. The death occurred during the attempted extraction of the patient's leads. There were no allegations against this device. The hcp noted that the death was associated with the patient's blood pressure dropping during the surgical procedure. An echocardiogram was performed but showed no evidence of an effusion. The products subsequently were not explanted.